Event description:
It was reported in an article in the journal of interventional radiology that of 548 pts who had filters implanted, fractured filter limbs were seen in 12 recovery filters, 41 g2 filters, and 10 g2 express filters. "There were no immediate clinically significant complications associated with fracture component embolization or filter removal. A single pt was encountered with symptoms related to the fractured filter." The conclusions of the article: "ivc filter fracture rates increase with longer dwell times; however, removal of fractured filters and fractured components (ie, arms and legs) can be achieved safely and effectively. Clinically significant complications of ivc filter fracture are rare, and there were no immediate clinical sequelae related to embolization of fracture components."

Manufacturer narrative:
The lot numbers for the devices are unk. Therefore, the device history records could not be reviewed. The filters are not available for return. Therefore, sample evals could not be performed. The investigation is currently underway.